Manufacturer narrative:
(B)(4).

Event description:
It was reported that reoccurring episodes of non-sustained rv oversensing possibly due to t-wave oversensing were observed. Episodes of ams were also noted after cap confirm testing, or lv cap confirm. Atrial sensing after ventricular pacing are retrograded. Review of the episodes confirmed episodes of non-sustained rv oversensing due to myopotential oversensing. Far r sensing was seen as well. Additional programming changes were recommended.